Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was found that one of the bags fell off of the supply line. The technical service representative (tsr) advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.